Event description:
User received erroneous sodium and potassium results for five pt samples. No specific pt data could be provided. User stated sodium results were below 100 mmol/l and potassium results were in 2.0 range and both repeated in the normal range. User stated he reported out the final results. The field service representative determined the ise fluid sensor was not adjusted properly and the wash flow path was clogged. He decontaminated the fluidic system on the ise flow path. Performance tests were performed which were within specification.